Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider returned a single board computer printed circuit board. A single board computer (sbc) printed circuit board (pcb) was returned. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the ventilator display froze at the six picture screen. The reported event was duplicated.

Manufacturer narrative:
(B)(4). The ventilator was returned for evaluation. The service engineer evaluated the device and verified the reported complaint. When the device was powered on, the display froze at the six picture screen. The single board computer (sbc) printed circuit board (pcb) will be replaced. The repair of the ventilator is yet to be completed.

Event description:
It was reported that after installing a single board computer printed circuit board a ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.